Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken half of reservoir tube lip, missing reservoir tube o-ring and test reservoir will not lock/click in place, minor scratched display window and missing end cap sticker. Unable to verify bolus delivery anomaly or perform the rewind, basic occlusion, occlusion due to reservoir tube lip anomaly. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test, excessive no delivery test and prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is not delivering insulin. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer said the reservoir rim broke in a half. The customer is on a sliding scale and shots. The customer said the pieces of the reservoir just fell off without any reasoning. Customer was advised to discontinue from the insulin pump and revert to a back up plan per healthcare provider instruction. Insulin pump will be returning for analysis.